Manufacturer narrative:
The reported problems were resolved through troubleshooting with the assistance of olympus technical support via the phone. Upon reconnecting the maj-1933, digital cable, between the clv-190 light source and cv-190 video processor, the image appeared and the error "e315" did not occur. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e315" occurred and no image was present. The problem, as reported to olympus, was identified during installation of the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image appearing, the e315 error, and a color bar being displayed could not be identified. However, it¿s likely the cause of the e315 error is related to a temporal connection failure of the maj-1933 (digital cable). Olympus will continue to monitor field performance for this device.